Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. The lead was repositioned. No further information was available.

Manufacturer narrative:
The correction is to address the intervention for the lead. The lead was not repositioned. It was explanted and replaced.

Event description:
New information on 4/22/16 stated that the lead was not repositioned but explanted and replaced. The patient tolerated the procedure.